Manufacturer narrative:
The log file and further information were requested but were not received for investigation. Therefore, a detailed analysis could not be performed and the root cause for the reported ventilator failure could not be determined. A faulty apl valve has no influence on automatic ventilation as it is automatically separated from the breathing system as soon as an automatic ventilation mode is selected. Checking the ventilator operation is part of the daily and pre-use check and must be carried out before each patient use. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail" will be displayed. In this case automatic ventilation is not possible. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. It was reported that after adjusting the pressure parameter the device was returned to use. No further information available.

Event description:
It was reported that while using the machine, a nurse encountered an alarm indicating a ventilator failure and found that the apl valve was not functioning, preventing normal ventilation. The device was replaced. No injury reported.